Event description:
Boston scientific received information that, during an upgrade procedure of the associated pg, the patient suddenly had a drop in blood pressure, and complained of chest pain. X-rays were performed, which revealed a pneumothorax. Patient is being treated with a chest tube. There were no additional adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.